Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing for the ground bond test. This is an indication of a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed rite (return instrument test/evaluation) functional test and failed rite electrical test for ground bond test = .101 ohm (range .001 to .100 ohm). The assignable cause for an additional problem was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.